Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested with cloudy effluent and abdominal pain. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day as the onset, the patient was treated with vancomycin (intravenously (IV), for 23 days, dose and frequency not reported) and rifampin (IV, for 23 days, dose and frequency not reported) for peritonitis. The patient was discharged from the hospital after 23 days. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. The patient was retrained on aseptic technique. No additional information was available at this time.